Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient reported that her continuous glucose monitor (cgm) alerted low and someone had to take her to the hospital because she was passing out. There was no alleged device malfunction. No additional event or patient information is available.